Event description:
I had two off label surgeries with infuse, which resulted in heterotopic bone growth at l4, l5 and l5, s1. Causing on going back and leg pain with numbness and burning constantly. Osteolysis at l5.